Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis; however, the reported event of a dim pump running symbol was unable to be confirmed. An event log file was submitted for evaluation and data from 18oct2024 ¿ 22oct2024 was reviewed. On 21oct2024 from 16:19:50 ¿ 16:23:40, 20:25:23, 20:26:04 ¿ 20:27:29, 20:28:01, and 20:28:44 ¿ 20:29:21, and from 21oct2024 at 20:29:46 to 22oct2024 at 6:47:46, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarms resolved in the log file after successfully passing an emergency backup battery (ebb) load test on 22oct2024 at 7:11:15. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that the controller was exchanged, and the patient did not experience any symptoms. The root cause for a dim pump running symbol was unable to be conclusively determined through this analysis. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to the load test not passing. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 instructions for use (rev. C) section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery (ebb) fault alarm. Log files submitted for review recorded a backup battery fault event on (B)(6) 2024 which appeared to occur after the system controller attempted a load test. The data indicated that the fault self-corrected and then returned a few times. The ebb had recently been changed (B)(6) 2024) due to battery expiration. The system controller was replaced on (B)(6) 2024, and the patient experienced no symptoms due to the exchange.